Event description:
End user reported that she banged her ankle against the bottom of the footplate on her unknown power chair, stating the underside of the plate is very sharp around the edge. User sustained a 1/2 inch cut. It has escalated to an infection and after 2 months of going to the doctor, on a weekly basis, it got worse and she ended up in the hospital 2 times, had to use a wound vac for 2 months. User stated that she never wanted front riggings on the chair, but dealer ordered them anyways, and when she is cooking dinner she couldn¿t get close enough to the stove and sink.